Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick otw balloon ruptured at 11 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in a tortuous mid lad coronary artery. The maverick otw balloon was used to predilate the lesion prior to placement of a medtronic driver stent. It is noted that resistance was met with insertion of the maverick otw balloon. The maverick otw balloon was removed and replaced with another maverick otw balloon to successfully complete the predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.